Event description:
It was reported that the implantable pulse generator ipg is very superficial which is causing the patient discomfort and pain. The patient underwent a surgical procedure where the ipg pocket was pushed above the incision line and ipg islets were sutured down to prevent ipg titling in the future. Post operatively, the patient was stable.